Event description:
As reported, in 2008, this pt was implanted with a gore tag thoracic endoprosthesis. At an unk date, imaging demonstrated that the graft had collapsed. Two months later, the pt underwent a reintervention in which angioplasty was performed and three palmaz stents were implanted. Pt is in stable condition.

Manufacturer narrative:
A review of the mfg paperwork is being conducted.